Manufacturer narrative:
Although requested, the device logs have not been received. A follow up report will be submitted with investigation results should the logs or devices be received for evaluation.

Event description:
The customer requested assistance in interpreting device log data because they are investigating a medication error, and want to see the drug name for a particular medication number that they are looking at. Reportedly, a bumetanide infusion, 12.5 mg/50 ml, intended to run at run at 1 mg/hour (4 ml/hour) and infuse over 12.5 hours, was instead programmed at 4 mg/hr (16 ml/hour) and infused over 3.125 hours. The entire volume was infused before the error was discovered. There was no patient harm and the patient did not require additional medical treatment because of the error.

Manufacturer narrative:
The customer¿s report of an overinfusion of bumetanide (programming error) was confirmed. Analysis of the pcu event log showed that at 7:53 pm on (B)(6) 2016 an infusion of bumetanide cont inf 12.5mg in 50ml was programmed with a dose of 4mg/hr (rate = 16ml/hr) instead of the intended 1mg/hr (4ml/hr). The response yes was selected twice in response to the guardrails warning ¿dose exceeds guardrails limit of 2mg/hr. Proceed?¿ at 9:06 pm the infusion was paused and at 9:08 pm the device was channeled off . Between 7:53 pm and 9:08 pm a volume of 18.87ml was recorded as being infused. The root cause of the overinfusion of bumetanide was identified as user programming. Devices not received, log review only.